Event description:
It was reported the patients blood glucose level rose to 324 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The unexposed portion of the soft cannula was observed to be torn, causing a leak within the device. The fluid leaking into the device would reduce fluid reaching the customer, ultimately leading to a failure to deliver insulin. The adhesive welds were observed to be incorrectly installed. This would not affect the device's ability to deliver insulin. Corrosion was observed on internal components of the device. This can be attributed to the soft cannula damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.